Event description:
Consumer reported complaint for high blood glucose test results. Caregiver is calling on behalf of the customer. The customer is concerned with test results from results obtained of 278, 225, 208, 231 and 283mg/dl. The customer¿s expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 353mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/25/2023 and test strips were opened two months ago. The meter memory was reviewed for previous test result history (date/time not set, all are am results): result 1: 278 mg/dl; date: (B)(6) 2022; time: 12:52 pm; fasting. Result 2: 225 mg/dl; date: (B)(6) 2022; time: 09:35 am; fasting. Result 3: 208 mg/dl; date: (B)(6) 2022; time: 09:24 am; fasting. Result 4: 231 mg/dl; date: (B)(6) 2022; time: 03:41 pm; fasting. Result 5: 283 mg/dl; date: (B)(6) 2022; time: 02:55 pm; fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 10-mar-2022 to ensure the replacement products resolved the initial concern -able to establish contact with customer who stated replacement products resolved initial concern.